Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 4.2f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter repair kit, single-lumen, white, 4.2f products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac repair kit. Product packaging and label were returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. During visual evaluation no visual anomalies were noted on the returned device and during functional evaluation the returned device was patent to infusion and aspiration. However, the investigation is inconclusive for the reported material protrusion and stretched issues as the exact circumstances at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023), h11: h6 (method, result, conclusion), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that post catheter placement procedure, the device hcp allegedly noted the appearance of hernia when rinsing the central catheter. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 4.2f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter repair kit, single-lumen, white, 4.2f products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac repair kit. Product packaging and label were returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported material protrusion and stretched issues as during functional evaluation upon infusing water on the luer at hydrostatic pressure ballooning was noted on the catheter just distal to the catheter clamping sleeve. Further the necking and stretch was noted throughout the clamping sleeve. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023), g3 h11: h6 (result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that post catheter placement procedure, the hcp allegedly noted the appearance of hernia when rinsing the central catheter. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 4.2f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter repair kit, single-lumen, white, 4.2f products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2023). Device pending return.

Event description:
It was reported that post catheter placement procedure, the device hcp allegedly noted the appearance of hernia when rinsing the central catheter. There was no reported patient injury.